Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
On (B)(6), 2010, our quality department received the information about the following event: chief surgeon reported via our sales rep, a drilling failure during the surgery with this target device. According to his information, the surgery was completed successfully by using a replacement target device and the patient was not impaired by this event.